Event description:
Used vivoo test strips and was told that I had protein in my urine. I did not on two other dipsticks. Was pushed due to low magnesium/calcium to buy a vitamin they sell. Had my husband also do it, and he was given identical results to mine, also pushed to buy the product. I then tested it using a glass of ro water (I am a scientist and have access to a lab), it said the water also had high protein and was pushed to buy the supplement. I dont believe these test strips work and they are making health recs though they say they are not and are not FDA approved. Reference report mw5115690.